Event description:
This health care worker was employed as a medical technician since 1985. During this time medical techinician frequently came into contact with latex gloves and has developmed type I latex allergy.